Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unexpected restart alarm after battery change due to faulty interface board. Unit reset by itself due to unexpected restart alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 377 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.